Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high out of range defibrillation impedance was observed via remote transmission. Physician elected to continue to monitor he lead. The patient was stable before, during, and after the event.